Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while closing the stump of the anastomosis during a thoracoscopic laparoscopy radical resection of esophageal carcinoma, the staples were unable to close. There was an increase in the operation time. The stapler was replaced to complete the case.